Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue of the suction function did not work was not confirmed. The issue of foreign material was exiting the channel was confirmed. The channel cleaning brush was not inserted. The gap of the up/down knob and the angulation in the up direction was out of standards due to a worn angle wire. The light guide lens, the bending section cover adhesive, and the charge-coupled device lens were broken. The condition of the light guide bundle was not good. There was crease at the connecting tube. Switch one (1) was deformed. The scope cover was deformed. The body control unit had a leak. The distal end was worn. The universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, while using the colonovideoscope, foreign substances were not sucked during suctioning (suction function did not work). Foreign material (tip of cleaning brush) was exiting from the channel due to incorrect or insufficient reprocessing. The issue was detected during preparation for use for a diagnostic procedure. The intended procedure was completed with no surgical delay. No patient harm reported. This report is to capture the reportable malfunction of foreign material was exiting from the channel due to incorrect or insufficient reprocessing.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the cleaning brush used at the facility became broken by deterioration; then fragments of the brush were caught and remained in the biopsy channel. The brush received excessive force while being used on channel and was broken. Fragments were caught and remained in the channel. The user used a non-olympus cleaning brush which is incompatible with the device. The non-conforming brush use was also presumed as a cause. The instructions for use (IFU) (operation manual) says to check the brush tip during the inspection and use as below: ¿inspection - 1) confirm that the brush head and the metal tip of the distal end are securely attached. Check the brush head for loose or missing bristles. 2) check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. 3) check for bends, scratches, and other damage to the shaft. 4) visually check for debris on the shaft and/or the bristles of the brush head. If there is debris on the brush, immerse the brush in the water as described in section 3.2, ¿water (for reprocessing)¿ and clean the brush until no debris is observed on the brush.¿ olympus will continue to monitor field performance for this device.